Event description:
The pt contacted animas alleging that the pump was intermittently not responding to pressing of the down arrow button. The pt denied any exposure of moisture to the device. He also denied that the keypad was peeling or damaged.

Manufacturer narrative:
The pump has been returned to animas for eval. Eval revealed that the pump was intermittently responding to pressing of the down and up arrow buttons. The keypad was removed and adhesive was observed under the button contacts. Contamination was observed under the buttons during investigation.